Event description:
It was reported that four days after implant of a new device, loss of capture was observed on the chronic right ventricular pacing lead. Capture thresholds measured higher through the device than the analyzer during investigation of the loss of capture. The lead was noted to have moved to the apex from the initial implant position on the septal wall. The device was explanted and replaced. The lead remains in use. It was further reported that the lead was confirmed by x-ray and interrogation to be dislodged. During attempt to reposition the physician removed the lead and could not reinsert another lead. Therefore the patient was transferred to another facility for a new system to be implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that four days after implant of a new device, loss of capture was observed on the chronic right ventricular pacing lead. Capture thresholds measured higher through the device than the analyzer during investigation of the loss of capture. The lead was noted to have moved to the apex from the initial implant position on the septal wall. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.